Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a cavitron g136 scaler the insert was getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found the pins from cable handpiece and steri-mate are rusted and not making contact. There is a low occurrence of the issue. The dfu provides information on proper care and use of handpiece.